Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with elevated capture thresholds exhibited by their right ventricular lead. Lead was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that right ventricular (rv) lead was suspected to have a fracture and that patient had previously presented with syncopal episodes. The rv lead was also observed to be dislodged during the explant procedure, but it was unknown if the dislodgement had happened prior to or during the procedure. The patient exhibited a hematoma from their previous pacemaker change out procedure on 27 apr 2021. No intervention was performed for that issue and it will continue to be monitored. The left ventricular lead exhibited phrenic nerve stimulation, but the device was reprogrammed to address it during the procedure. Patient was then discharged.